Event description:
Pc unit sent to clinical engineering with a note attached that said pump was smoking. Unk if product was on a tp, but it was in a pt care area. There was not report of pt harm or medical intervention. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.